Manufacturer narrative:
H10.additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H3.device by manufacturer: on 28-jan-2016, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issue. Fse found the customer could run the sample uncapped and the total area would pass, then started getting large syringe errors. The customer replaced the sample needle which took care of the high area & large syringe error. The customer used four needles in a 10 day period. Fse found the sample needle rubbing the right side of the dilution block, aligned diluent block up in the x direction, flushed tubing out from wash bottle through both valves and 3-way manifold assembly. Fse ran several racks of samples with no errors. The customer ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The g8 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was sample needle plugged.

Event description:
On (B)(6) 2016, a customer reported high total area & large syringe error 710 syr l error/needle not centered with their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.